Event description:
The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the pt has experienced recurrent urinary incontinence and mesh erosion requiring dissection, removal and replacement of midurethral sling. Associated MDR: 1018233-2013-00607.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the adjust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh erosion, mesh extrusion, pelvic pain, radiating pain, vaginal bleeding, urinary incontinence, blood loss, palpable/visible mesh, dyspareunia, leak, vaginal irritation, discomfort, vaginal discharge, vaginal ulcer (ulceration), and required nonsurgical and additional surgical interventions.